Event description:
Patient undergoing laparoscopic cholecystectomy. The surgeon encountered a "mis-firing" incident with a 10mm endoscopic rotating clip applier (er320). The ligaclip applier spit out two clips at once. The surgeon was able to retrieve the second clip, but did not feel comfortable with the continuous use of this device, so opted to sequester it and obtain a new device of same make/model. The case was continued and finished with no further issues. There was no injury to the patient. The device is available for evaluation purposes.